Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, cracked battery tube threads, missing end cap sticker and detached end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a visible damage on the side of the insulin pump. The customer's blood glucose was 6.3 mmol/l at the time of incident. The insulin pump was returned for analysis.